Event description:
Customer reported a set of paddles where the adult accessory portion of the paddle is coming loose at the electrode plate. There was no patient associated with the report.

Manufacturer narrative:
Physio-control supplied parts information to customer for replacement. Process changes have been implemented to increase the amount of adhesive to the electrode plate.